Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (2.13 vs. Expected results <0.012 ng/ml) from a single patient run on the vitros eciq immunodiagnostic system. The affected result was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected sample was retested as the physician questioned the affected result due to a second serial sample result. A corrected report was issued. The treatment was discontinued following the corrected report. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient run on the vitros eciq immunodiagnostic system. A definitive root cause for the event could not be determined. There was no evidence to suggest an instrument/ reagent malfunction had occurred.